Event description:
The manufacturer received information (mw5104290) alleging a CPAP device's sound abatement foam became degraded and caused 3rd stage kidney disease. The medical intervention is unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on oct 12, 2023 and also from from voluntary medwatch ( mw5104290), and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged 3rd stage kidney disease. Additional information was received about the allegedheadaches, eye irritation, nose irritation, cancer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed. Section h6 updated in this report.